Manufacturer narrative:
B5: event details updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Event occurred post a lumbar posterior fusion procedure.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred post a l 5-s1 arthrodesis and osteosynthesis on (B)(6) 2020 procedure in a patient. It was reported that the rods broke, patient had recurrence of pain at a distance and rods were explanted. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
D6a: rods were implanted on (B)(6) 2020 (month and year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.